Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. The motor was tested outside of the device and passed. Unable to verify e70 alarm in the alarm history due to history file overwritten with a47 alarms due to a corrupted history file. The insulin pump passed the displacement test. The insulin pump had cracked case at the reservoir tube window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed multiple motor error alarms. Customer's blood glucose was 7 mmol/l. Customer reported the insulin pump alarmed a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.